Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing resection for laparoscopic sigmoidectomy it was successful. Then the surgeon pulled colon out the body ,tried to fire the second firing for functional end-to-end reconstruction, however it could not fire the device. Re-connected the cartridge to the handle, however the same event occurred. Replaced by a new handle and a new cartridge, the loading and the firing was completed. The sales rep noticed some staples came out of the staple pocket of the cartridge in question. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.